Event description:
The consumer reported he was moving the unit while it was on, causing hot water to spill and burn his finger. He went to the doctor for treatment. The instructions for use state to not move or carry the unit while there is hot water in the base.